Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the o-ring separated from the used cartridge during a supply change. Blood glucose was 200 mg/dl. A new cartridge was successfully loaded to address the event.